Event description:
Device 1 of 2. Ref MFR report # 1627487-2012-16017. It was reported the pt's leads were explanted and replaced with a single lead (different model) due to inadequate coverage.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.